Manufacturer narrative:
According to the service order#201800408 dated on 2018-09-19 the field service technician (fst) performed as follows: no error message was shown. The customer turned the equipment on and off 4 times in a row and the equipment worked. Fst performed operational tests and repaired the control panel's power wiring. The problem was resolved by repairing the wiring. Unit is now back ins use. The reported failure was "monitor going on and off multiple times". The most probable root cause could be determined to a defective power wiring of the control panel. The reported failure "monitor going on and off multiple times" could be confirmed. The reported failure "monitor going on and off multiple times" occurred during treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number:(B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
The monitor of the hl20 had a malfunction. The monitor turns on and off again multiple times during the surgery. In addition to that the monitor is beeping. Reference number: (B)(4).